Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: device failed the leak test. A root cause could not be identified. Based on the results of the investigation, it is likely the event occurred due to damaged or deterioration of parts from wear and tear, without any design or manufacturing issues. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had no image or blurry. The issue was found during an unspecified procedure during set up in room. There were no reports of patient involvement.